Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention when complaint returns are received.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet pump, requiring frequent reversion to backup therapy and repeated supply changes, and the user declined additional training and requested a return. Symptoms included elevated blood glucose readings. Outcomes included device discontinuation and product return. Investigation included troubleshooting and user education attempts conducted by customer care. Investigation of this case revealed no device alarms reported and no specific device component identified, with the event characterized as hyperglycemia of unclear cause. It was concluded that the cause was inconclusive.